Manufacturer narrative:
H.10: this specific case is a duplicate of another complaint and therefore has been voided. The event was already reported under MFR report reference 9611109 -2021 -00018.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacturer date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6) livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp was giving photoelectric barrier failure error code during maintenance. There was no patient involvement.